Event description:
The customer complained of leaking from two locations of item tcbptt001. The most critical issue she had was leaking at the point where the male luer connector on the device (tcbptt001) connected to the supor 0.2 micron syringe filter being used at the time. There was a minor leak at the junction of the blue connector and the silicone tubing. The customer also stated the tubing delivered an inaccurate quantity.